Event description:
It was reported that the battery indicator lights were not illuminating completely even after sitting on the battery charger for more than 4 hours. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that two (2) of the gas gauge light emitting diode (led) indicators did not illuminate. Internal visual inspection did not reveal any anomalies between the printed circuit board and gas gauge led, and then the leds regained functionality after the battery was opened, indicating that the observed led indicator issue was due to an intermittent connection between the printed circuit board and gas gauge connector. Additionally, internal visual inspection revealed excessive application of silicone at the printed circuit board and gas gauge connection. The excess silicone did not affect the functionality of the device; this is an additional finding not related to the reported event. Of note, the battery was able to power a test controller and charge on a test battery charger. As a result, the reported display error event was confirmed. The reported "not charging" event could not be confirmed; however, it is possible that the patient perceived the leds remaining off as the battery not charging. An internal investigation was initiated to investigate this issue further. Possible root causes of the reported event can be attributed to an intermittent connection between the printed circuit board and gas gauge due to temporary corrosion of the gas gauge connector pins and/or due to manufacturing issues during the gas gauge connector assembly process, which may cause a reduction in electrical conductivity. The most likely root cause of the observed excess application of silicone event can be attributed to a manufacturing issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.